Manufacturer narrative:
Concomitant products: product ID: 3587a, lot# n0049798, implanted: (B)(6) 2006, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3587a, lot# n0049798, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The patient reported that he has had a broken lead wire for the past 4 years. If additional information becomes available regarding the event, a follow-up report will be submitted